Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned in good visual condition and with five cartridge reloads present. Cartridge (b, c, d) ecr60g, l51e5u, were received partially fired 2/3 and in good visual conditions. Cartridge (e, f) ecr60g, l51e5u, were received partially fired 1/3 and in good visual conditions. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire staples at the second stroke of the first firing with a gold reload. The firing trigger was floppy. One-third malformed staple line was deployed. One-third cut line was deployed. The following three gold reloads were used on this device and had the same issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.